Event description:
An ethicon mammomark clip was placed through a mammotome biopsy probe to mark a biopsy site. Resistance was met during deployment and the mammomark applicator was removed from the MFR probe. I noticed a small piece of the "plastic" tip was missing from the applicator. I could not retrieve it with the mammotome. Therefore, it is possibly still within the biopsy cavity tract which will require surgical removal.